Event description:
During the surgical procedure the customer experienced 25504 error codes on the patient side manipulator. The system was rebooted and upon start-up, the system generated a 26004 error code. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.